Event description:
Right-side suspected rupture.

Manufacturer narrative:
The device was returned intact and functional with moderate yellowing and some bubbles observed in the gel. No additional observations.